Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. There are 7 non-sustained tachycardia episodes with v-v intervals less than 220 ms on (B)(6) 2016. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). The lead failure predictor triggered on (B)(6) 2016 for ventricular-sensing integrity counter (v-sic) and non-sustained tachycardia episodes. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. There are 63 v-sic since the last session 4.8 days ago.

Event description:
It was reported that the patient presented to the emergency room due to a right ventricular (rv) lead alert. The pace/sense portion of the rv lead fractured and was oversensing noise/electromagnetic interference. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.